Event description:
The customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self testing.